Event description:
Boston scientific received information that this device was attempted and not used. During the implant procedure, once the device was placed in the pocket, telemetry could not be established with the zoom programmer. If the device was removed from the pocket, normal telemetry was observed. Two different zoom programmers and wands were used with the same result. At this point, the physician wanted to try a different device. Another altrua device was placed in the pocket, and the same non telemetry issues were observed. This device was also explanted and a non boston scientific device was successfully placed in the patient without incident.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.